Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1712kl. Troubleshooting was not performed. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-1712kl was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. The pump passed the displacement test and p-cap locks properly into the reservoir compartment; however, a partially broken retainer ring at the knit line was noted during visual inspection. The following were noted during visual inspection: battery tube threads - cracked, scratched case, corroded battery tube, corroded battery tube spring, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, partially broken retainer, retainer knit line damage, label damage, and broken reservoir tube lip. Cosmetic damage was confirmed at the pump case. Retainer ring damage was confirmed during visual inspection. Moisture damage was confirmed found on the battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the displacement test and p-cap locks properly into the reservoir compartment; however, a partially broken retainer ring at the knit line was noted during visual inspection. The following were noted during visual inspection: battery tube threads - cracked, scratched case, corroded battery tube, corroded battery tube spring, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, partially broken retainer, retainer knit line damage, label damage, and broken reservoir tube lip. Cosmetic damage was confirmed at the pump case. Retainer ring damage was confirmed during visual inspection. Moisture damage was confirmed found on the battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.